Event description:
The reporter alleged that the patient suffered severe gi (gastrointestinal) bleeding and required hospitalization while using the coaguchek meter, serial number (B)(4). On (B)(6) 2021, the patient was reportedly bleeding internally and collapsed at home. The patient was admitted into the hospital and was treated with 6 blood transfusions within 14 days. The inr result from the laboratory upon admission was reportedly 10.0 inr. The patient¿s hemoglobin upon admission was reportedly 6 gr/dl. It was reported that when the patient was admitted his inr was constantly monitored and his dose was adjusted by the doctors. At the hospital, it was reportedly recommended that the patient¿s therapeutic range be adjusted to 2.5-3.0 inr. The patient¿s therapeutic range before the event was 2.0 - 3.0 inr and usually the patient tests weekly. However, the reporter alleged that they could not definitively tell when the last measured inr result was performed on the meter and how high the value was. It was reported that the customer would have taken his medication as usual. It is not clear whether the meter was handled correctly, but the reporter stated it was because the patient has been using the device since 2010. The patient's last inr result from the meter was reportedly 2.8 inr on (B)(6) 2021, however, the reporter was not sure whether the date and time were set correctly previous to her replacing the batteries and resetting the date and time of the meter at the time of the call. The value of 2.8 inr was reportedly not noted in the patient's marcumar card either. The doctors cannot say how the bleeding occurred. The diagnostics performed to determine the cause of bleeding were requested but there have been reportedly no findings as of this report. The patient is reportedly in early rehabilitation in the hospital and has had 2 more blood transfusions. The patient's fixed weekly dose has allegedly not been established as the patient's values are reportedly not stable. This MDR is submitted in an abundance of caution.

Manufacturer narrative:
The medical assessment by a roche physician concluded that the available information up to now does not reasonably suggest the contribution of the device to the alleged event of internal bleeding, assuming the date and time of the results documented in the meter¿s memory are correct, because the last measured inr result of 2.8 inr was measured on the meter on (B)(6) 2021, which was two and a half months before the event on (B)(6) 2021. Due to the wide time interval, the values cannot be directly compared. The meter and test strips were requested for investigation. There were 3 test strips of lot 45392811 tested for the investigation. Testing results (qc range = 2.7 - 3.3 inr): qc 1: 3.0 inr; qc 2: 3.0 inr; qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. Occupation is a patient/consumer (patient's daughter).